Event description:
It was reported that during an inferior mesenteric artery angioplasty treatment procedure a balloon rupture and balloon/tip detachment occurred. The physician was attempting to pre-dilate a 90% stenosed lesion located in the non-tortuous and severely calcified inferior mesenteric artery (ima) with a 2.0-2/4t/135 symmetry balloon catheter. The balloon ruptured on the first inflation at 8atms. The physician attempted to remove the balloon catheter, however, the distal tip became stuck on the calcification. As an attempt to pull back the catheter was made, the catheter became elongated, and eventually "snapped", resulting in the distal half of the balloon and catheter tip detaching. An attempt to retrieve the detached piece was made with a guide catheter. This was unsuccessful because, the distal tip of the detached piece was distal to the lesion and the guide catheter could not cross the lesion. The detached piece migrated over the guide wire into the proximal ima, the guide wire was inadvertently pulled back, causing the detached piece to migrate distally into the superior rectal artery. The distal radiopaque marker of the detached piece was visible under fluoroscopy. A decision was made not to retrieve the detached piece based on the rich blood supply and the collaterals. The procedure was aborted due to this event. There were no further pt complications. The pt status is listed as "ok".

Event description:
It was reported that during an inferior mesenteric artery angioplasty treatment procedure a balloon rupture and balloon/tip detachment occurred. The physician was attempting to pre-dilate a 90% stenosed lesion located in the non-tortuous and severely calcified inferior mesenteric artery (ima) with a 2.0-2/4t/135 symmetry balloon catheter. The balloon ruptured on the first inflation at 8atms. The physician attempted to remove the balloon catheter, however, the distal tip became stuck on the calcification. As an attempt to pull back the catheter was made, the catheter became elongated and eventually "snapped", resulting in the distal half of the balloon and catheter tip detaching. An attempt to retrieve the detached piece was made with a guide catheter. This was unsuccessful because the distal tip of the detached piece was distal to the lesion and the guide catheter could not cross the lesion. The detached piece migrated over the guide wire into the proximal ima, the guide wire was inadvertently pulled back, causing the detached piece to migrate distally into the superior rectal artery. The distal radiopaque marker of the detached piece was visible under fluoroscopy. A decision was made not to retrieve the detached piece based on the rich blood supply and the collaterals. The procedure was aborted due to this event. There were no further patient complications. The patient status is listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Lot #, catalog #, expiration date, device manufactured date, PMA/510(k): corrected. Device available for evaluation: updated. The complaint device was returned for analysis. Visual and tactile examination of the returned device noted the distal tip was missing. The shaft inside the balloon is severely stretched. A complete circumferential tear had occurred in the balloon material 19mm from the proximal transition zone. Traces of dried blood were visible inside the balloon. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).